Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases, underweight, curved opening. A microscopic analysis was performed which identified; a curved striated opening on radius side assessed as surgical damage. Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device explanted.

Event description:
Healthcare professional reported left side rupture. Device explanted.